Event description:
A customer reported that the equipment displayed a system message during a vitrectomy procedure. Following an unspecified delay, the procedure was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found system message (sm) - dynamic pressure range error, in the event log. The low pressure air source (lpas) module was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate (B)(4) similar report for this system. The root cause cannot be determined conclusively. (B)(4).